Event description:
A japanese customer received a blood glucose result of 90mg/dl on the contour meter and received a reading of 252mg/dl from the lab. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strips will be returned for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
Model number was not provided. In some countries outside the us, customer information is not provided due to privacy laws.